Event description:
It was reported that the pump was dropped twice and the touchscreen became cracked. At the time of the report the touchscreen was functioning as intended. Customer's blood glucose level was not impacted.